Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Since the device is more than 15 years old, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, a probable cause could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head image appears or disappears depending on the angle of incidence. The issue was found during preparation for use and the device was inspected before use. There were no reports of patient harm.

Manufacturer narrative:
E1: national (B)(6) hospital (added here due to maximum character limitation). The device was returned to olympus for evaluation and the evaluation found that camera cable was twisted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.